Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (20 mg/dl) and glucagon injections were administered. Due to dietary changes and weight loss, the customer's pump settings needed to be adjusted and was the suspected cause of the low bg. The customer declined to provide further information regarding the ER visit.